Manufacturer narrative:
(B)(4). The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient failed to follow therapy steps during peritoneal dialysis (pd) therapy. The failure to follow therapy steps was further described as the patient connecting during priming. The patient was directed by technical services to discard all the supplies and start over with new supplies. Proper procedure was reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.